Event description:
Reporter indicated that a vns patient was found to be programmed to unintended settings at the first office visit post-implant. The settings were the system diagnostics test settings and that is indicative of a faulted system diagnostics test in the or. The patient was reprogrammed to intended settings. The manufacturer's representative was unsure of the aware date to the first company representative, so the date of the event was used as the aware date.